Event description:
It was reported that increase in impedance and noise was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut at 51.0cm from the distal end and the connector portion was not returned. The damage found was sustained during the surgical procedure.